Manufacturer narrative:
On (B)(6) 2020, the clinical representative was made aware that a recently implanted patient had potential infection at the wound site. At a follow-up appointment with the implanting clinician on the same date, the implanting clinician observed that the patient's wound had dehisced and shown signs of infection. The implanting clinician also noted that the lead was visible. On (B)(6) 2020, the implanting clinician performed an explant procedure. The implanting clinician confirmed that an infection was present and prescribed antibiotic treatment (type, dosage, duration unknown). The clinical representative confirmed that the implant procedure was performed in a sterile environment with sterile field handling protocols, sterile barriers of all product used were intact prior to implant, and the procedure was completed in accordance with the product instructions for use. Based on this information, the infection and the erosion were confirmed/replicated; there is no evidence that the product did not meet specification and the stimulator is used for treatment of pain. The cause of the infection is unknown/no problem found.

Event description:
Stimwave quality has investigated the details for a reported infection and erosion to the stimwave complaint system on (B)(6) 2020, by clinical representative.